Event description:
It was reported that at 6:02 am, the rn called to confirm the need to remove an intra-aortic balloon (iab) which had ruptured, based on blood in the helium driveline. The rn on the phone was not the nurse caring for the pt and she could only provide minimal background info. The rn said there was an alarm, but she could not verify a specific alarm or if strips were kept. The rn does not know if they obtained a cxr (chest x-ray). The rn told the clinical support specialist (css) that the pump was currently "off". The rn also stated that this was a fiber optix sensor (fos) catheter, but they chose the transducer (she could not provide add'l info as to why the fos was not being used). The css confirmed that the rn understood that if there was blood inside the helium driveline it indicated that the ruptured iab needed to be removed. The css reviewed the process for removing the iab and the rn verbalized understanding of the same. The css requested the serial number of the iab and pump. The rn replied that all the components will be saved and kept at nurse's station. The rn did state that "it (iab) will not be replaced since the pt doesn't really need it any more." The call ended. The iab was inserted via the pt's right femoral artery. On (B)(4) 2012, the sales rep visited the customer and received the following info from the md. The md stated that on (B)(6) 2012 at 0315 (3:25 am), without incident, it is unk if the pt had lifted the head of the bed again at 5:44 am or not. The sales rep stated that there is a gross amount of frank blood in the catheter and driveline tubing. Add'l info received on (B)(4) 2012 from the sales rep stated that the pt received intra-aortic balloon pump (iabp) therapy for approx 7-8 hours prior to blood noted in the tubing. It is unk if blood entered the pump.

Manufacturer narrative:
(B)(4).